Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Results (qc range equals 2.5 - 3.1): qc1 = 2.9, 2.8 inr. Qc2= 2.8, 2.8 inr. Qc3= 2.9, 2.9 inr. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The patient stated she received discrepant results when testing with coaguchek inrange meter serial number (B)(4). At 12:15 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.1 inr. At 1:15 p.m., blood was collected from the patient from an atrial catheter and tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. At 4:00 p.m., blood was collected from the patient from an atrial catheter and tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. At 6:00 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once a week.